Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a revision surgery in which the existing components were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt the device at our quality assurance laboratory, the cylinders were visually inspected and functionally tested. Both cylinders had buckling on the cylinder bodies. There was a hole in the cylinder 1 outer tube due to wear at a fold by the proximal of the cylinder body, however, no wears and no damage were found within the inner tubings resulting the cylinder to pass the leak test. The cylinder 2 was leak tested and passed as performed. The momentary squeeze (ms) pump was visually inspected, leak tested and functionally tested. There was a leak at the pump kink resistant tubing (krt) reservoir section due to fatigue. The krt was cut down prior to functional testing, during this testing, the pump did not pass the activation test. The report allegation was confirmed. According to the device instructions for use (IFU), mechanical malfunction-leaks and incomplete deflation/inflation is documented as a event. Based on the gathered information, the most probable conclusion code assigned to this report is cause traced to component failure.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a revision surgery in which the existing components were removed and replaced. There were no patient complications.